Event description:
The hospital had an automated impella controller (aic) in field service at abiomed and was seen to malfunction. There was no display and an inability to communicate with the aic. There was no patient involvement and the controller was returned for investigation.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. There was no log evidence available to confirm the reported failure mode. The reported issue was identified during the service. The reported failure mode is reproducible ¿ upon pressing the power button, the green led above the rotary knob was on, but the display was off. The power from the pbm to the 4-in-1 is 23.8v under ac power, as intended. At connector x51 on the 4-in-1, there was no 5v between pins 4 & 3, and pins 4 & 2, which confirms the 4-in-1 malfunction. The root cause of the console display not turning on was a malfunction of the 4-in-1. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-26939. H8 was erroneously selected on the initial manufacturer device report number 1220648-2025-26939.